Manufacturer narrative:
Correction: please retract this report 2017865-2024-01887 as the same issue was previously reported in 2017865-2023-72824.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited a loss of capture. The right ventricular lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.